Event description:
Per tm - unit shuts down when running on battery power.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit shuts down on battery power is unconfirmed, as the reported issue could not be reproduced during evaluation. The sr8 was fully charged and ran on battery power for around three hours before shutting down with 0% battery life left. The device was serviced, tested and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint from this serial number. Both complaints for this serial number (B)(6) have been reported from the same facility.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from the same facility.

Event description:
Per tm - unit shuts down when running on battery power.